Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Ref MFR reports: 1627487-2013-01734 and 1627487-2013-01736. It was reported the pt's scs system was removed several years ago (date unk). The reason for explant is unk.